Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was confirmed to be cracked. A leak test was performed and confirmed a leak at the battery compartment crack. Corrosion due to moisture was found in the battery compartment and on the battery cap spring. The pump case was removed and further evidence of moisture ingress was found on an internal component.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged. Moisture was also allegedly present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.